Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit; however, the complainant¿s experience of unintended rf activation could not be replicated as the event unit met specifications. Applied medical was reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.

Event description:
Procedure performed: laparoscopic total hysterectomy event description: surgeon using voyant 5mm fusion on ovarian ligament. Prior registrar had been using the device and causing a lot of seal cycle errors due to accidentally activating the jaws, unfamiliarity with the locking handle. However, the seal cycle was still able to be completed. Surgeon took the device and activated himself, the surgeon sometimes cuts short the seal cycle and causes the seal cycle error. During sealing, the seal cycle would not complete and the generator produced a seal cycle issue - the device was activated twice more and seal cycle would not complete, resulting in seal cycle error. We repositioned the device, away from metal and the cycle would still not complete successfully it was at this point the surgeon swapped the device for a new eb210 and sealed the existing area without issue. Additional information received by applied medical rep via email on 26jul23: the surgeon was trying to seal ovarian tissue, unsure of specific tissue. The device had been in use prior to me attending the case. (No record of number of activations). The issues occurred after the registrar had used the device for roughly 10 activations, however, there were multiple failed activations as the registrar was not comfortable with the device, failing to lock handle, multiple failed activations, repeated pressing off the activation button etc. No activation or end tone was heard ¿ the generator gave the ¿seal cycle failed¿ error and an audible error tone. No thermal effects were visible at the seal site. Type of intervention: device replacement patient status: no injury - patient safe.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: laporoscopic total hysterectomy. Event description: surgeon using voyant 5mm fusion on ovarian ligament. Prior registrar had been using the device and causing a lot of seal cycle errors due to accidentally activating the jaws, unfamiliarity with the locking handle. However, the seal cycle was still able to be completed. Surgeon took the device and activated himself, the surgeon sometimes cuts short the seal cycle and causes the seal cycle error. During sealing, the seal cycle would not complete and the generator produced a seal cycle issue - the device was activated twice more and seal cycle would not complete, resulting in seal cycle error. We repositioned the device, away from metal and the cycle would still not complete successfully it was at this point the surgeon swapped the device for a new eb210 and sealed the existing area without issue. Additional information received by applied medical rep via email on (B)(6) 2023: 1the surgeon was trying to seal ovarian tissue, unsure of specific tissue. The device had been in use prior to me attending the case. (No record of number of activations). The issues occurred after the registrar had used the device for roughly 10 activations, however, there were multiple failed activations as the registrar was not comfortable with the device, failing to lock handle, multiple failed activations, repeated pressing off the activation button etc. No activation or end tone was heard ¿ the generator gave the ¿seal cycle failed¿ error and an audible error tone. No thermal effects were visible at the seal site. Type of intervention: device replacement. Patient status: no injury - patient safe.